Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's vibration alerts on the pump was weaker than previous pump. There was no impact to the customer's blood glucose level. During follow up with tandem technical support, the customer reported that likely the issue might be not wearing the pump closer to the skin.